Manufacturer narrative:
Date sent to FDA: 4/21/2023. H6: appropriate term / code not available (e2402) utilized to capture black stool to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced urgency, hip pain, black stool, gastritis ulcers, stress incontinence, frequency, urge incontinence, infections, dyspareunia and nocturia. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/26/2023 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.